Event description:
This report is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating discrepancy between the legal manufacturer¿s address on the product label and the eudamed database, including missing country-specific information (¿ex northern ireland¿).